Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the batteries were replaced to resolve the issue. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A manufacturer representative reported that, while performing a planned maintenance (pm), the x-ray batteries required replacement. It was noted that when performing a hd image acquisition, an unintended noise emitted from the generator cabinet and the x-ray battery indicator depleted rapidly. There was no patient present when this issue was identified. No additional information was provided.